Manufacturer narrative:
B3: updated the date of event clinical review an impella cp device was inserted into the left femoral artery in a 63-year-old male with a past medical history of renal insufficiency and peripheral artery disease (pad)/peripheral vascular disease (pvd). The patient was presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), with scai stage e shock, on multiple inotropes and vasopressors, and was ventilated for respiratory support prior to initiation of support. Upon arrival to the intensive care unit (ICU), the patient had red urine. Shortly after, the patient lost pulses and cardiopulmonary resuscitation (CPR) was initiated. Epinephrine was given. The impella was the repositioned due to diving into the ventricle from CPR. After the impella was repositioned, the urine continued to be red. The impella measured @ 5.4cm. The physician decided to leave it at that position due to the patient's anatomy. It was noted that the patient did not have any distal pulses bilaterally with a fem-fem bypass. The peel-away sheath was removed, and the repo sheath was advanced. The post-procedure outcome is survival at explant. The impella cp will be coded for cardiac arrest, resuscitation, medication required, device repositioning, ischemia, serious injury, and hematuria. These findings are consistent with the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock, and the known risk of ischemic complications in patients on vasoactive support. This impella introducer device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ppae/ ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section d device information is unknown

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. Bilateral absence of distal pulses was noted. The patient had a known femoral¿femoral bypass. The peel-away sheath was removed, and the repositioning sheath was successfully advanced. The pump was subsequently weaned and explanted, and the patient survived the event.